Event description:
It was reported that in (B)(6), during an open reduction internal fixation of the left clavicle, the forceps broke. The surgeon was using the serrated reduction forceps to reduce the fracture. He tried torquing the forceps and a one inch piece broke at the middle of the one jaw of the forceps and fell to the floor. The surgeon completed the procedure using a similar instrument without delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 48,4 hrc and was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device used for treatment and not diagnosis.the hardness was remeasured and found to be good. The material is corresponding to the specifications and the involved dimensions are in also within specifications.